Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Although the complaint was not confirmed by failure analysis since the product was not returned, the information gathered indicates that the device may have contributed to the customer reported issue. Blank MDR fields: the missing patient information in sections a and b was either unknown, unavailable, not provided, or not applicable. The expiration date for section d4 is not applicable. Field d6 is blank because the product is not implantable. Information for the blank fields in section e1 is not available. Fields g5 and g7 are not applicable.

Event description:
It was reported that during a da vinci-assisted umbilical hernia ipom surgical procedure, a broken instrument cable was discovered on an instrument installed on universal surgical manipulator (usm)1. The site used another instrument to complete the procedure. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) contacted the customer for follow up, however they did not have additional information to provide on the reported issue.